Event description:
The customer reported that insulin leaked from the reservoir into the reservoir compartment. The customer was experiencing blood glucose levels over 500 mg/dl. When she changed the infusion set she noticed that insulin had leaked. The customer did not feel safe with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.